Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: lot manufacture date: november 13, 2020 - november 16, 2020. H10: the device was received for evaluation. A visual inspection was performed and noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured prior to use. There was no patient involvement. No additional information is available.